Event description:
Customer reported experiencing a malfunction after he stopped using the pump for a few months. There was no adverse impact to the customer's blood glucose level. Customer planned to locate the alternate pump and follow up if any issues arise.